Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m141384 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m141384 , test base part number 190-430 / lot: m141384 . The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01261, 1221359-2021-01263, 1221359-2021-01262, 1221359-2021-01264.

Event description:
The customer reported 8 false negative results with the ID now covid-19 assay (different lot numbers). This MFR. Addresses lot 5 of 5. The customer reported a false negative result with the ID now covid-19 assay collected on (B)(6) 2021 on a nasal kitted swab. Confirmation testing was collected on the same day with core lab and generated positive results.